Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused a cadd pump to emit a no disposable alarm when it was attached. The pump alarmed when the disposable was attached; however, after replacing the disposable with a new one, the pump no longer alarmed and worked as expected. There was no reported adverse event.